Manufacturer narrative:
Investigation: maquet received the device for investigation on (B)(4), 2010. A visual inspection revealed that the seal and the tension spring assembly were inside the loading device, under the window. The delivery tube was received inside the loading device. The green slide lock and the white plunger were not depressed on the delivery device. There was very slight evidence of blood on the device. Based upon the received condition of the device, the seal did not load properly into the delivery tube; the reported failure "seal deployed before use", which is interpreted as a loading problem, is confirmed. A lot history record review was completed and there was no nonconformance that could have caused the reported failure mode. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal deployed before use. This was noticed before it was placed on the sterile field. A new kit was used to complete the procedure. There were no pt effects. The product was returned.